Event description:
The reporter stated the dermatome blade was defective and a proper skin graft could not be taken. The problem was resolved by changing the blade, however, the donor site on the scalp was more extensive than necessary. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.